Event description:
It was reported that the physician had trouble with the lead placement due to a "curve" on the distal end of the lead which was noted to be present before the implant attempt. The lead was removed and a different lead was implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4)- the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, all insulators were breached/cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a bent tip, and the lead appeared damaged at implant.